Event description:
There was an allegation of elecsys tsh ver.2 assay results not matching the clinical picture for 2 patient samples on a cobas e 411 immunoassay analyzer. Two patients had tsh results that were questioned by the doctor. On (B)(6) 2023, patient 2 had a tsh result of 29.52 uiu/ml. On (B)(6) 2023, patient 1 had a tsh result of 27.43 uiu/ml. New samples were collected for both patients on (B)(6) 2023 and the new sample results matched the previous results. The analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The patient samples were provided for investigation. The samples were tested on an e801 module using tsh reagent lot 631966: patient 1: 27.4 uiu/ml patient 2: 28.9 uiu/ml the customer's high results were reproduced during the investigation. The samples underwent interference testing. No interfering factors were identified. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem.